Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals the device is dull, worn, laser markings are faded. The reported failure could be confirmed that the tip is broken. From the lot number etched on the device, it appears the device is 2 years old. From its visual appearance, it is evident that the device has seen heavy use and frequent excess abuse of the device would eventually lead to this failure. This failure can be confirmed and attributed to field wear due to rough handling. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During drill the drill broken. The broken tip is now in the patient. The procedure was delayed by 20 minutes due to this failure. The broken piece could not be removed and is in the glenoid.

Event description:
During drill the drill broken. The broken tip is now in the patient. The procedure was delayed by 20 minutes due to this failure. The broken piece could not be removed and is in the glenoid.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.